Event description:
Eminent clinical study: it was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in right distal superficial femoral artery (sfa) involving proximal popliteal artery (ppa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation followed by placement of a 6 mm x 100 mm study stent. Following, post dilation, final stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet therapy. On (B)(6) 2022, 1320 days post index procedure, the subject visited to the clinic with complains of feeling of numbness and cold in the right fore foot which is followed by recanalization of right popliteal artery due to severe ischemia. On (B)(6) 2022, physical examination revealed normal soft tissue and skin mantle for right foot. No wounds or sores were noticed. On the same day, pulse examination revealed cfa -, pa -, pta -, ata -, pda -. Ankle brachial index (abi) performed revealed as 0.89. On (B)(6) 2022, duplex on the right showed, 96 cm/sec; biphasic flow profile with increasing sclerosis in the distal portion and short-segment plaque with mild stenosis in the right side. Also, 62 cm/sec , biphasic flow profile with moderate sclerosis was noted in the popliteal artery. The subject was diagnosed with stage iib paod associated with in-stent stenosis at the level of the middle section of the popliteal artery and stenosis of the proximal section of the right superficial femoral artery. Based on the symptoms and diagnostic findings, the subject was diagnosed with in- stent stenosis in the sfa/apop and stenosis in the proximal sfa. The subject was recommended to undergo interventional procedure as a treatment for the event on a later date. On (B)(6) 2022, 1350 days post index procedure, the subject was hospitalized for the planned interventional procedure. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2022, 1351 days post index procedure, 50% stenosis right distal sfa (target lesion) with 20 mm long lesion length and a reference vessel diameter of 5 mm, was treated by performing percutaneous transluminal angioplasty (pta) to the proximal section and the popliteal artery of the right-side using drug eluting balloon (deb). Post procedure resulted in 0% of final stenosis and no thrombus was seen. On (B)(6) 2022, abi performed revealed as 1.03 at right. On (B)(6) 2022, the event was considered to be recovered/resolved. On (B)(6) 2022, the subject was discharged on asa for lifetime.

Manufacturer narrative:
Age at time of event: 64 years old at the time of study enrollment.